Event description:
It was reported to boston scientific corp in 2008, that a endovive standard peg kit pull method device was used during an peg placement procedure. According to the complainant, "after the pt stabilized, she was transferred to the rehab institute with the feeding tube in place. The feeding tube became dislodged and nutritional materials were deposited into the abdominal cavity." There is no further info available regarding the pt.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.